Event description:
Primary stability not achieved, implant wasn't completely covered with bone. Implant was insufficiently covered with bone crestally/ cervically in the opinion of the surgeon, so the implant was replaced with an 8mm one.